Event description:
Report received that end user saw a wound specialist who advised her on applying sh powder followed by skin protective battier wipes to the reddened rash like area. Wound care specialists also recommended using an eakin seal to her peristomal skin. Would care specialist applied EU current skin barrier and advised her to leave it on for 7 days. Advised to cut the tan tape collar off of her skin barrier starting with her next wafer change until samples are received. Instructed on cleansing her peristomal skin with water and mild soap; one without lotions; moisturizers or creams. Instructed if area does not improve or she has any questions after receiving samples to contact use for additional instructions. Pt outcome not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. H3: analysis is taken form a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.